Event description:
It was reported that upon first use of the device, the prongs on the distal tip of the inner shaft broke. It was reported that the breakage occured while the unit was being attached to an oasys screw head.

Manufacturer narrative:
Materials analysis was performed and the measured hardness and material grade met what was specified on the drawing. No material or manufacturing defects were found. The probable root cause is therefore not determined and multifactorial.

Event description:
It was reported that upon first use of the device, the prongs on the distal tip of the inner shaft broke. It was reported that the breakage occured while the unit was being attached to an oasys screw head.